Manufacturer narrative:
Medical device lot #: the customer provided lot # 0178850a and lot # 0275984b. These do not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connecta plus3 white had a loose connection. The following information was provided by the initial reporter: the oncology ward has experienced a few times that bd connecta detaches unintentionally from port needles and pivc's. This worries them as these connections are also used for chemotherapy treatment. The staff finds it difficult to make a tight connection between 304600 and pivc's (bd venflon pro safety and bd cathena) and also between 304600 and deltec gripper plus, power p.a.c. Port-a-cath needle. It feels like the rotating luer lock can only be turned halfway into place. And several times they have to re-tighten the connection.

Manufacturer narrative:
The following fields were updated due to corrected information: d.4. Medical device lot #: 0178850a; d.4. Medical device expiration 5/31/2023; h.4. Device manufacture date: 6/27/2020. D.4. Medical device lot #: 0275984b; d.4. Medical device expiration date: 8/31/2023; h.4. Device manufacture date: 10/14/2020. H.6. Investigation: bd received one unpacked and two packed products of catalog 394600 submitted for evaluation alongside three external devices. Your reported issue was not confirmed upon testing of the samples. All products were able to be properly connected in all possible combinations through the entire thread. Since the reported failure was not confirmed bd cannot confirm the cause of the failure to our manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of these batches.

Event description:
It was reported that connecta plus3 white had a loose connection. The following information was provided by the initial reporter: the oncology ward has experienced a few times that bd connecta detaches unintentionally from port needles and pivc's. This worries them as these connections are also used for chemotherapy treatment. The staff finds it difficult to make a tight connection between 304600 and pivc's (bd venflon pro safety and bd cathena) and also between 304600 and deltec gripper plus, power p.a.c. Port-a-cath needle. It feels like the rotating luer lock can only be turned halfway into place. And several times they have to re-tighten the connection.